Event description:
Customer reported that the pump did not alarm when the reservoir was empty and failed occlusion test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.